Manufacturer narrative:
(B)(4).

Event description:
The field application specialist reported the customer received questionable elecsys ft4 ii assay and elecsys tsh assay results for two samples for one patient and suspected biotin interference. The customer used cobas e 602 serial number (B)(4). This medwatch is for the tsh assay results on (B)(6) 2016. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Refer to the medwatchs with patient identifiers (B)(6) for the results from a second sample from the patient. The tsh result for a sample drawn at 5:45 am was 0.054 miu/l and the repeat result on a beckman analyzer was 3.48 miu/l. The repeat result was believed to be correct. Information concerning the biotin dosage prior to this blood draw was requested but the customer did not know. The patient was on biotin therapy at home but the dosage or time of dosage was not known. The results were not reported outside the laboratory. The patient was not adversely affected. The customer refused a service visit. Sample from the patient was submitted for investigation and the customer's low tsh result was reproduced. No interfering factor to streptavidin or other immunoglobulin that reacts with the reagent was found in the sample.

Manufacturer narrative:
The sample was tested further for free biotin concentrations and the result was approximately 304 ng/ml. This concentration was considerably above the allowable biotin concentration that is specified in product labeling for the assay. The high level of biotin most likely caused the low tsh value. From the provided information, a general reagent issue could most likely be excluded.